Event description:
Discrepant results between the blood glucose monitoring device and a comparative lab. It was reported the meter read 400/500 mg/dl and the stat lab read 20 mg/dl. Reporter stated treatment information for the patient could not be provided. A request was made for the return of the suspect device and replacement product was sent.